Manufacturer narrative:
Additional information: the returned drivers were examined. The tips were found to have fractured. It is possible that upon insertion, each driver had been at a slight angle or were not fully seated within the screw heads as the surgical technique instructs. It is also possible that the patient had hard bone which would reasonably explain two drivers breaking upon insertion of different screws during the same case. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This patient is associated with reports 3012447612-2017-00699 - 3012447612-2017-00700.

Event description:
It was reported that a screw driver broke during surgery when installing a pedicle screw into a patient with extremely hard bone. An alternative driver was used to complete the screw installation. There were no reports of patient impacts associated with this event.